Event description:
Internal fixation of left intertrochanteric hip fracture using a gamma nail on 7/21/1998. Postop course routine. Returned to nursing home. By recommendation of MFR, pt was full weightbearing. X-rays of 8/3/1998 showed "the lag screw portion of the device had cut out through the superior portion of the femoral neck and was no longer engaged within the femoral head." Return to surgery 8/7/1998 for error repeat open reduction internal fixation.